Event description:
It was reported that the right atrial (ra) lead was experiencing a rise of high impedances. Also noted was an increase in capture thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk,bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 6949, implantable tachy lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).